Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 800 pro synchron clinical systems for one sample. The original specimen was re-tested on a different instrument and a lower result was obtained. This result was reported out of the lab. The erroneous result was not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 24 hours followed by qc samples. A field service engineer (fse) was dispatched: the fse decontaminated the flow cell and replaced parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.